Manufacturer narrative:
A cardioquip customer informed cardioquip that they had performed internal tests for water quality and that their device received positive results for m chimera. Cardioquip has initially recommended that the customer perform a full cleaning and disinfection per the current cardioquip IFU and then repeat post-processing testing/sampling. If cleaning does not return the device to specification, the customer may perform an internal water pathway replacement or a device trade-in. These options would return the device to specification. These options were relayed to the customer via email on 12/15/2025.

Event description:
Cq service was notified by a device distributor that a customer had performed internal testing on their unit and it came back positive for m chimera. Director of epidemiology, (B)(6) , has recommended the facility to take the unit out of service and perform a full cleaning and disinfection per the current cardioquip IFU; repeating post-processing testing/sampling, was also suggested. No patient involvement has been reported to cardioquip.